Event description:
It was reported that the subject device presented a connecting section error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to the repair site for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the product was within specifications. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): section 3.5 connection of camera head and related equipment connection to video system center warning. - the video connector section, including the electrical contacts, shall be sufficiently dry before connecting to the video system center. Also, make sure that the electrical contacts are clean before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. Olympus will continue to monitor the field performance of this device.